Manufacturer narrative:
(B)(4). Batch #: u95z8y. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy, at 09:08, the gynecological patient was operated on under general anesthesia and the device was used routinely. At 10:00, it was found that relax pressure on blade¿ alert screen was displayed by the generator, which affected the operation. After taking out the device to check, it was found that titanium tip was broken. At 10:20, a new device was changed to continue and complete the operation. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 6/1/2022 additional information was requested and the following was obtained: after investigation, the patient was a 49-year-old female. On (B)(6), 2022, the patient underwent total laparoscopic hysterectomy (specific diagnosis unknown). The surgeon used har36 manufactured by our company. The device was non-reusable, and the operator reported that the device was normally installed. During the operation (with specific situation unknown), the generator displayed an alarm "relax pressure on blade". The operator then withdrew the blade from the abdominal cavity. The examination found that the coated blade was fractured, and the fractured blade was found. No patient injury event occurred during this period. The surgeon replaced another device of the same product code to complete the subsequent surgery successfully, and the surgery time was prolonged for about 30 min. The patient recovered well after the surgery and was discharged. Currently, no reports on subsequent complications were received.